Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, there was no rpm displayed on the rotablator console.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, there was no rpm displayed on the rotablator console.

Manufacturer narrative:
(B)(4).bsc ID a00286979/ tw # 2055171